Manufacturer narrative:
The insulin pump was received with blank display due to power connector not plugged in properly. No cosmetic damage noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump shut down without prior notification. When trying to replace the battery, the insulin pump did not turn on. Customer's blood glucose level was not reported. The customer tried to use a different battery cap as well. The customer was advised that the device would be replaced and agreed to return the product for analysis.